Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating a loss of capture and undersensing of vf (ventricular fibrillation). It was noted that the physician had to apply external defibrillation in order to treat the patient's vf accordingly. It was reported that electrogram (egm) strips were faxed to guidant technical services (ts) for review. It was also noted that the left ventricular (lv) threshold increased after the shock episode and that the lv pace/sense lead was confirmed to have dislodged (via x-ray). The patient condition was reported to be fine.